Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The damaged keypad was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the keypad was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.